Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35mxh. Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the first implant didn't work so they had to go in and take that one out and put a new one in. Patient said that they had adjusted different settings and there was some improvement but not what they thought it should be and so they ordered some imaging. When asked, patient said that it was probably march or april that after the imaging they noticed that the wire was dislodged. Patient has not had any falls or trauma. The patient said that was told that after received the implant was going to receive a call to check on the patient's process like they did with the first implant however said hasn't received any calls. Agent reviewed post implant calls regarding use of external devices however patient said that isn't the type of call they were expecting. Email was sent to the field requesting follow up with the patient.